Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Visual examination of the provided photographs and x-rays confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. H10 additional narrative:

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "catastrophic polyethylene failure and fractured femoral component in modern knee arthroplasty design", written by hosam e. Mater, md, msc, frcs, hugh u. Cameron, md, frcsc, and jeffrey d. Gollish, bsc, md, frcsc published by the journal of bone and joint surgery published online/accepted by publisher 15-jun-2020 was reviewed. The articles purpose was to report a case of the fractured femoral component with catastrophic polyethylene wear in a cr retaining uncemented sigma knee. A (B)(6) year-old male underwent a tka 12 years prior for osteoarthritis (sigma cr knee placed). He then presented with a 10-month history of mild pain, instability, and gait alteration. Bmi is 42kg/m. His original post-op x-rays demonstrated prosthetic components in satisfactory position. Current x-rays demonstrated evidence of both angular and rotatory malalignments. The knee was in varus, and the appearance suggested internal rotation of the femur relative to the tibia and posteromedial subluxation of the medial femoral condyle on the tibial plateau. This suggested deficiency in the tibial polyethylene. The patient underwent a revision ¿ findings below. Competitor products were placed at revision. Revision findings: significant metallosis with blank staining synovium. Tibial polyethylene demonstrated a fracture. Several fragments of polyethylene in the joint. Femoral component had a fracture on the medial condyle with significant underlying bone loss and osteolysis. Complete attenuation of the lateral collateral popliteus and the lateral capsule. Tibial tray indicated wear as it made direct contact with the posterior flange of the femoral component. Surgeon indicated that after the fatigue fracture of the femoral component, malalignment, gross destruction of the medial polyethylene bearing component, and eventual metal-on-metal wear followed as a natural consequence. Depuy products: sigma cr knee ¿ uncemented.